Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Full lead returned and analyzed. Blood/body fluid was present on the distal conductor.

Event description:
It was reported that during the implant procedure the lead was not used due to patient anatomy. No patient complications were reported as a result of this event.